Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was unable to be implanted due to the fixation mechanism broke during retraction of the helix. Upon initial placement, the ra lead helix failed to fully extend and retract. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.